Manufacturer narrative:
Philips service replaced the geoipc and reinstalled the software, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geoipc failed to boot, causing mechanical movement failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.